Manufacturer narrative:
Date of event: (B)(6) 2021. Report date: 11feb2021.

Event description:
The customer reported that the unit failed with check vent alarm led failed. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. No delay in therapy or medical intervention reported. The service technician reported the issue was unable to be confirmed by an operational check performed. Since an occurrence record(s) of diagnostic code alarm led failed was confirmed in the event log, the power switch overlay equipped with alarm led and power management (pm) pca conveying the voltage signal to the overlay were replaced to prevent a recurrence.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the customer complaint was not verified. The returned board passed testing. No-fault found.